Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both exhibited oversensing. The physician attempted a laser lead extraction of both leads, however, a pericardial effusion was observed during the replacement procedure. The leads were capped, and the patient underwent a successful emergency open heart surgery to repair the superior vena cava (svc). No further patient complications have been reported as a result of this event.